Event description:
Blade could not be locked ¿ after opening femur, insertion of the pfna, opening cortex for pfna blade insertion, we assembled the blade and the inserter. The blade was unlocked and did rotate freely. Insertion of the blade, we turned the inserter clockwise to stop and the result was that the blade wasn¿t locked, the gap wasn¿t closed and the end of the blade came loose. We decided to remove with the extraction screw and replaced it by a new blade. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. The complained pfna blade was forwarded to the responsible product development manager and was checked for conformance to our specifications and for functioning; neither a product nor a function fault could be detected. The reported failure could not be reproduced and the review of the manufacturing documents revealed that the pfna blade was manufactured according to the specifications. The implant was manufactured according to the specifications.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.